Manufacturer narrative:
This report is submitted on july 25, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 14, 2023.